Manufacturer narrative:
The returned lens was found to be within specifications and no defects were noted. No similar complaints have been reported to this lot. The MFR's internal reference number is 97l4447. This report was mailed in to FDA on: 9/26/97. Disclamier: this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be condidered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury. Number of persons affected = 1.

Event description:
User facility reports lens would not fold properly and wound was widened.